Event description:
Additional information received indicated the icm was interrogated unsuccessfully. There were no reported patient consequences. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the icm was successfully upgraded to an implantable cardioverter defibrillator (ICD) on (B)(6) 2025. The patient was stable throughout the procedure.